Event description:
Meter name: fast take. Strip name: fasttake teststrips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: giddy, dizzy, felt low. A pt reported no physical harm, they cut their medication in half due to low readings. Their meter allegedly was inaccurately low when using the control sol. The result on their meter was control: 104mg/dl, 111mg/dl and 114 mg/dl (range unknown). Blood glucose tests were 84mg/dl(a.m.) 52mg/dl(evening) 82mg/dl (a.m.) 56 mg/dl (evening). No comparisons reported. Customer states they cut their medication in half due to low readings. Pt called dr who suggested the sample may have not been enough. No further info has been reported.